Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing could not duplicate symptom during visit but logs show ias computer stopped communicating with mvs during event. Could not log into ias computer during event. System reboot temporarily resolved 3d issue. Replaced ias computer and system board . System checkout performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that in a case, the site went to take a spin and half way through the rotor and detector stopped and the lights on the gantry started flashing. The mvs stated an image was still being taken. They rebooted the system and the site was able to take several successful images. This caused a 10-15-minute delay. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
The image acquisition system (ias) computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The computer booted successfully. The time and date check and virus scan were successful. The computer was installed in a known good system. It readied, and communication between the computer and mobile view station (mvs) computer was functional. 2d and 3d imaging acquisition were successful. The system control board was returned to the manufacturer for analysis. Analysis found that that the reported issue could not be confirmed. The system control board was installed in a known good system and tested for several days. The system readied and booted. Motion, x-ray, and communication readied. Motion and gain calibrations passed. 2d and 3d images were acquired multiple times successfully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.